Manufacturer narrative:
This report is based on information provided by post market vigilance investigation personnel. One rfa1530 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the clear insulation on the needle had a small hole exposing the bare metal of the needle. There were scratches in the insulation by the hole. The customer reported an insulation issue. The reported condition was confirmed. The investigation found a small hole in the clear insulation and scratches. The needle failed hipot testing. The damage to the insulation is indicative of contact with a metal guiding needle. The investigation identified the root cause of the reported event to be user error. The failure identified is captured in the current risk management file #(B)(4), no update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device took more time to ablate tissue than usual. It seemed electric current is leaking from insulator. No patient harm was reported.